Manufacturer narrative:
A steris account manager arrived onsite to inspect the racks and found them to be operating properly; no repairs were required. The cause of the reported event is attributed to improper unloading practices by user facility personnel. User facility personnel slid the rack halfway out allowing it to become unstable and fall to the floor. The account manager performed in-service training on the proper use and operation of their 2 level manifold rack. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that an employee slid the bottom rack halfway out of their 2 level manifold rack and began unloading instruments. The bottom rack fell to the floor contacting the employees leg resulting in an injury. Medical treatment was administered, and the employee returned to work.